Event description:
Customer reported that the alarm does not have an audible tone. They have replaced the sensor pad on the alarm and also replaced the batteries. No other physical damage was reported by the customer. No pt incident or injury was reported. The customer did not provide a date of when this was discovered.

Manufacturer narrative:
Evaluation, results: evaluation of the returned unit found that the battery springs are bent. The unit powers up and passes all functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Take care not to damage battery contacts. Do not use the alarm if battery damage has been detected. (B)(4).